Event description:
It was reported during a therapeutic endoscopic submucosal dissection (esd) procedure, the subject device distal end was broken shortly after using. The procedure was completed after replacing with an olympus back up device. No sparks were emitted. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A likely cause of the damage of the cutting knife might be the following: 1) due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high. ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) the discharge applied high localized heat to the cutting knife, causing the base of the cutting knife to melt and become thin. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.